Event description:
At the end of an atrioventricular reciprocating tachycardia) procedure, we removed the inquiry from the coronary sinus and observed on fluoro that there was a kink in the catheter. We tried many times to remove it from the access point in the groin via the short sheath, but due to the kink, we could not remove it. Upon trying the catheter broke apart inside the groin and had to be surgically removed. The patient left in stable condition.